Event description:
Patient was admitted to the operating room for adenotonsillectomy and bilateral myringotomy and tube placement. After the procedure was completed, a burn was noted on the right lower corner of the patient's mouth. Provider was notified and patient was discharged as planned.======================manufacturer response for electrosurgical generator, forcetriad (per site reporter)======================regional sales manager and sale rep representative came on site to evaluate situation. No cause for burn was immediately identified.